Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2017 with the following findings: moisture was observed in the battery compartment. The battery compartment was cracked from the threads to the case seal left of the grip pad. A leak was found in the battery compartment. The pump was opened to find no further moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and there was moisture. This report is made based on results of investigation completed on 10/23/2017.